Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ outflow graft: model #: 1125 / catalog #: 1125 / expiration date: unk / serial or lot#: unk. UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. Patient ime code(s): (B)(4). Imf code(s): (B)(4). Img code(s): (B)(4). FDA device code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was in the hospital for treatment when the low flow alarms occurred. The patient was then transferred to a different hospital and an outflow graft (ofg) obstruction was identified. It was also noted that the patient had pump thrombosis. The patient was treated with a stent. The vad and ofg remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: unk outflow graft h6:FDA method code(s): b17 h6:FDA result code(s): c20 h6:FDA conclusion code(s): d12 product event summary: the ventricular assist device (vad) (B)(6) and the associated outflow graft (unknown lot number) were not returned for evaluation. The reported low flow event could not be confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information received from the site indicated that the patient experienced an outflow graft obstruction and pump thrombosis, and the patient was treated with a stent. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Based on review of the patient¿s reported medical history, it was noted that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.